Manufacturer narrative:
Additional information will be submitted upon 30 days of receipt.

Event description:
A guidant cross guide wire was used to assist a 2.25 x 15mm firestar balloon catheter to cross a chronic total occlusion in the right interventricularis anterior. The cross wire could not be advanced through the lesion. The physician retracted the guide wire and the balloon catheter. The firestar balloon catheter detached into two parts at the y-connector, around 35cm proximal to the tip (where the transparent part of the catheter is connected to the stiffer part of the catheter).